Event description:
Product analysis of the explanted generator and lead was performed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. A lead assembly was returned for analysis in four pieces with the lead connector portion still attached to the pulse generator. Abrasions were identified on the outer silicone tubing at multiple locations. The electrodes were damaged showing bends in the electrode ribbon and partial detachment of the electrode ribbon and suture from the silicone helix. This condition was most likely caused at explant. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions. Based on the appearance of the returned lead portions, it is believed that the identified punctures, kinks, superficial cuts, etc. Were most likely caused during the explant procedure. Product analysis of the generator verified an end-of-service message was seen and was associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Follow up with the physician's office found that the physician stated the reason they had to do surgery was that the lead had eroded through the skin and the patient was not experiencing efficacy with the device. It was stated that "as far as we know" the patient was doing well since explant. No other information was provided.

Event description:
On (B)(4) 2013 information was received from the reporter that the patient was scheduled to have surgery on (B)(6) 2013, either a lead repositioning or an explant. Follow-up confirmed that both the generator and lead were explanted on (B)(6) 2013. The primary reason for surgery had been reported that over time the white tie-downs that attached to the patient¿s lead had slowly moved to the surface of the skin and had begun to push through the skin. The surgeon, upon fixing the issue during surgery, then explanted the entire vns system due to a reported lack of efficacy in the patient. The patient and family had reported that there was no benefit of the vns and did not want the device replaced because the patient never received a therapeutic effect. The patient had no types of infections, complications, or any other issues with surgery. A review of the manufacturer¿s programming history database showed that there were no anomalies in the generator settings and also that no diagnostic tests had been performed. The explanted generator and lead products have been returned to the manufacturer for product analysis. Additional information is pending further attempts to the reporter and analysis of the products.